Event description:
It was reported the pt developed an inflammatory mass near the intrathecal drug delivery catheter pathway. The pt was unable to walk. Unspecified diagnostic studies had been performed. Additional info has been requested, but was not available on the date of this report.